Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observations of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in on helix mechanism (sleeve head) and in/on helix mechanism, tip seal observation and damaged at implant.

Event description:
It was reported that at implant attempt the helix of the right ventricular lead was not able to be extended. The lead was removed and replaced. No patient complications were reported as a result of this event.